Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported that her insulin pump was frozen. The customer stated that she rested the insulin pump and removed the battery for three days and the insulin pump was still unresponsive. Nothing further was reported.